Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the porting block was observed (physical damage). The device's porting block was replaced to address the issue. The device had damage consistent with being dropped.